Event description:
It was reported by service report that the footboard connector on the bottom of the footboards are breaking. The s3 footboards are being plugged in to the secure ii beds. No pt involvement or adverse consequences are reported.